Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.:a visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal stent damage. Struts on the most distal row were slightly flared. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left radial artery. The 75% stenosed, 2.5-3.0mm in db, 2.75-3.5mm in ladrm, eccentric and de novo target lesion was located in a mildly calcified and non-tortuous proximal-mid left anterior descending artery (lad). Predilation was performed using a 2.0x2.0 apex balloon catheter. A 2.50x20mm promus element drug-eluting stent was selected to treat the target lesion. During prepping, they noticed that the distal stent was bifurcated, and it was not able to use. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.